Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent to a severely calcified lesion with 90% stenosis in the lad but the stent could not cross. The first balloon used to pre-dilate also could not cross. A smaller stent was used to complete procedure. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 5th proximal segment was slightly raised and pinched. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (deformation); patient's condition affected effectiveness of device (lesion morphology) - severe calcification. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification. Inherent risk of procedure - (deformation). (B)(4).